Manufacturer narrative:
Section h3: additional information manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events (patient expiration and hepatic dysfunction) could not be conclusively determined through this investigation. The evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported events. It was reported patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2020 and expired on (B)(6) 2020. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned detached from the inline connector of the pump cable. An approximately 3.5¿ segment of sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. An additional segment of severed outflow graft lumen, measuring approximately 5.5¿, was returned detached from the device. The apical cuff was returned and secured with the fully engaged cuff lock. During disassembly of the returned device, depositions of loosely coagulated blood mixed with tissue-like clotted blood were observed in the distal end of the inlet tube, the interior of the outflow graft, and in the interior of the pump cover. Further loosely coagulated blood depositions were observed in the outflow graft attachment and pump outflow. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Visual inspection of the smooth and textured surfaces of the device did not reveal any developed depositions or thrombus formations which would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists death and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. The patient had profound liver failure just prior to his death. The patient's liver was fine before the implant and the account wished to know whether the patient may have infarcted.